Event description:
It was reported the patient underwent a right femur revision approximately 5.5 weeks post-implantation due to a periprosthetic fracture. A revision procedure was performed in which the previously implanted proximal plate and greater trochanter attachment were removed. A strut graft was applied, and a new longer proximal plate with a narrow greater trochanter attachment and cables were implanted to stabilize the periprosthetic fracture. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Ncbâ®, periprosthetic trochanter plate, right, wide item# 0202263202 lot# 3240581. Ncbâ®, cable button for ncbâ® polyaxial locking plate, 2.5 mm hex drive item# 47223206001 lot# 3259846. Ncbâ®, cable button for ncbâ® polyaxial locking plate, 2.5 mm hex drive item# 47223206001 lot#3259845. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.